Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support found the casters inoperable. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any additional relevant inf is identified following completion of the repair, the additional relevant info will be submitted in a supplemental repot.